Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tube in the patient was expected to be replaced at 8:15 am, (B)(6) 2022. The outer packaging new product was inspected prior to use and found intact without abnormality. Upon opening of the outer package, the pigtail coil at the proximal end was found ruptured.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. No physical sample was returned; however, a photo sample was submitted. Visual evaluation of the photo sample noted one end of the pigtail appeared to be coiled under the body of the stent, however, could not identify a break in the device based on the photo. Though a specific cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used, however it is intended for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." Correction: d, g h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tube in the patient was expected to be replaced at 8:15 am, november 17, 2022. The outer packaging new product was inspected prior to use and found intact without abnormality. Upon opening of the outer package, the pigtail coil at the proximal end was found ruptured.